Event description:
Customer complained of a discrepant patient result between a coaguchek xs plus (B)(4) and a lab using the dade innovin reagent. The patient was tested by fingerstick and the meter result was 4.6 inr. The patient had a venous blood lab test within 7 hours and the result was 3.4 inr. There was no allegation of an adverse event. The patient's therapeutic range is 2.0-3.0 inr. The blood was applied within 15 seconds from a direct fingerstick. The finger was cleaned and dried prior to the fingerstick. The patients were not anemic, had no heparin, no antiphospholipid antibodies and no direct thrombin inhibitors. The patients have not had any diet changes, new illness and no new medications. No symptoms of bleeding or bruising. Retention test strips (304972) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.